Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient¿s nephew found the patient unresponsive, diaphoretic, and seizing. Emergency medical services (ems) was called. Upon arrival, ems performed a bg which was 45 mg/dl. The cgm value was 30 points higher than the bg. The patient was treated with glucose, regained consciousness, and declined transportation to the hospital. The patient stated she had fallen and hit her head on a cabinet when she lost consciousness. At the time of the report, the patient stated they had unspecified cognitive issues post event. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The single reported glucose value and range provided for the second value of the set falls within the c zone of the parkes error grid. No additional patient or event information is available.